Event description:
Customer states he was found passed out by his wife at 5 am; customer's wife tested his blood glucose and the result was 115 mg/dl. She disagreed with this result and gave him an injection of glucagon, 15-30 minutes later, the customer recovered. No quality controls used. Reporting as malfunction because although there was a hypoglycemic event, it did not result from the erroneous result. Requested return of suspect device and replacement was sent.